Event description:
It was reported that a patient underwent a circumcision procedure on an unknown date and suture was used. The patient underwent surgery on the day of admission due to phimosis. During the surgery, excess foreskin was removed and the doctor used sutures to suture the cut surface. When suturing, the needle insertion was still normal, and when the needle was removed, the pulling force and speed of the needle were normal. However, the problem of pulling off suture needle happened, and the suturing process could not continue. The suture was replaced. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.